Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned non-emergency treatment procedure and the procedure was completed by using another system. A philips field service engineer (fse) inspected the system on site and confirmed the reported issue. Analysis of the log file indicated that there was malfunctioning of geo-pc. During troubleshooting, fse found that damaged wcb (wall connection box) fuse f1 that leads to defective power supply to the command room monitors. The fse checked monitor, found that monitor with problems in its internal power supply (short circuit) which causes f1 to be damaged. The fse replaced the monitor with another loaned from the customer as well as fuse f1. After that the system was returned to use in good working order. The codes were updated based on the investigation outcomes.

Event description:
It has been reported to philips that the system was not turning on successfully due to an internal power supply issue. No harm has been reported to philips. Philips has started an investigation of this complaint.